Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/migration of essure device: uterus') in a 40-year-old female patient who had essure (batch no. 681140,664655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cancer, bladder injury and other disorders of intestine. Concomitant products included naproxen sodium (aleve), venlafaxine and vitamins nos (multivitamin) since (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("back pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, back pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, back pain, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) and uterine perforation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results : total bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical history-pelvic pain and vaginal bleeding. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received-new event vaginal bleeding was added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/migration of essure device: uterus') in a 40-year-old female patient who had essure (batch no. 681140, 664655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cancer, bladder injury and other disorders of intestine. Concomitant products included naproxen sodium (aleve), venlafaxine and vitamins nos (multivitamin) since (B)(6)2015. On (B)(6)2010, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("back pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, back pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, back pain, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) and uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results : total bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical history-pelvic pain and vaginal bleeding. Lot number: 664655 manufacture date: 2009-08 expiration date: 2012-08. Lot number: 681140 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, back pain, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uterine perforation diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, back pain, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uterine perforation were added. Outcome of pelvic pain updated to recovered / resolved. Patient information new reporter and lab data were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.